Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the stations were on disconnected mode. A technical support specialist (tss) had already checked both devices and noticed that disconnected mode was appearing and disappearing intermittently. Tss checking the server, cpu and memory usage were high, and the server had not been rebooted for 190 days. As per the call, tss proceeded with a server reboot, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode and also stated that the server was slow when tried to print the report and an error message ¿data may not be current¿ was displayed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.